Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a colon biopsy procedure. According to the complainant, after the biopsy, the patient bled more than expected so the physician placed a clip to stop the bleed. The procedure was completed with this radial jaw 4 biopsy forceps device. The patient's condition at the conclusion of the procedure was reported as being good.

Manufacturer narrative:
The patient ID, age, gender and weight are unknown. However, the patient reported to be (B)(6). Event date is unknown. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).